Manufacturer narrative:
The insulin pump passed displacement test and active current test. Unit failed sleep current test. High sleep current isolated to pcba 2. Power error detected alarm due to j6 connector resistance issue. Power error detected alarm confirmed.

Event description:
The customer reported via phone call that their insulin pump alarmed replace battery now alarm with prior to low battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.